Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the procedure to implant non-defibrillation leads the patient was experiencing chest pain with increased deep breaths. An echocardiogram showed trace pericardial effusion. Patient was treated for pain and inflammation which extended hospitalization. The leads remain in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.